Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that a dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with the facility¿s clinic manager (cm). The cm stated the blood leak occurred within the first minute of hd treatment. The blood leak was internal and visually observed within the dialysate. The machine, a fresenius 2008t, alarmed appropriately with a blood leak alert. A blood leak test strip was not used; the cm stated it was unnecessary as the blood leak was obvious. No visible damage was identified on the dialyzer. Fresenius bloodlines were also being utilized for the treatment. After the machine alarmed, the treatment was halted. The patient¿s blood was not returned; estimated blood loss (ebl) was reportedly 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was not available to be returned for physical evaluation.